Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency department after experiencing shock, inappropriate antitachycardia pacing therapy and high voltage shock due to noise on right ventricular lead was observed. Cath imaging procedure showed fracture on right ventricular lead and insulation anomaly on right atrial lead. Noise was also present on right atrial lead. Both leads were capped and replaced on (B)(6) 2019. Device was also explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-14208; related manufacturer reference number: 2938836-2019-14209.